Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a battery out limit alarm. The customer stated they realized that the battery was placed wrong. Troubleshooting was performed. The customer also reported that they had keypad anomaly. They were unable to program the time on the insulin pump. The buttons were scrolling and not stopping. They were advised to observe the time clock for one minute to verify if time advances. The customer verified that time advanced. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: all buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.